Manufacturer narrative:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 200 device. There was no serious patient harm or injury that occurred or was reported. Upon further evaluation by the philips service technician, the low flow o2 test step did not originally fail on the device. The philips service technician reperformed the repair test and the dp calibration and dp purge values test steps failed on the device. The low flow o2 test step passed. The philips service technician evaluated the device for the failed dp calibration and dp purge values test steps failing on the device. The philips service technician determined the sensor printed circuit assembly (pca) board had physical damage to it, causing the dp calibration test steps to fail on the device. Upon further evaluation, the philips service technician evaluated and determined that one of the tubes inside the unit was kinked causing the dp purge values test steps to fail on the device. The philips service technician replaced the sensor pca board and straighten out the tubing to resolve the dp calibration and dp purge value test steps issue on this device. After further evaluation of this device, there was no reportable issue or malfunction of this device. This is a not reportable complaint due to the low o2 flow test step found not to have occurred on the device prior to filing the initial report for it. The other two failed test steps that were found during testing of the device, occurred due to a service technician damaging the sensor pca board and kink tubing inside of this device. Additionally, during the service of the device, the base enclosure case was replaced for physical damage (base enclosure case and external battery dc connector) and missing parts (rubber feet and cord retainer) that were unrelated to the reportable issue. The device passed all final testing.

Event description:
The manufacturer received information from a philips service technician that the low flow oxygen (o2) test step had failed on the trilogy 200 device. There was no serious patient harm or injury that occurred or was reported. The philips service technician evaluated and determined the inlet air path, air path foam, and flow path tubing had caused the low flow o2 test step to fail on the device. The philips service technician replaced the device's inlet air path, air path foam, and flow path tubing to address this issue on the device. The manufacturer's evaluation is still ongoing due to the device needs to be retested after the parts had been replaced on the device. A follow-up report will be submitted when the manufacturer's investigation is complete. Additionally, during the service of the device, the base enclosure case was replaced for physical damage (base enclosure case and external battery dc connector) and missing parts (rubber feet and cord retainer) that were unrelated to the reportable issue.